Manufacturer narrative:
The recipient's infection reportedly resolved.

Event description:
The recipient reportedly experienced skin flap breakdown and an infection. On (B)(6) 2019, the recipient underwent skin flap surgery, however, the recipient's wound did not close and the device exposed. The recipient presented with discharge from the wound. The recipient was prescribed oral and topical antibiotics. The recipient's wound was bandaged allowing the recipient to continue using the device. On (B)(6) 2019, the recipient's device was explanted. The recipient is currently healing.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.